Manufacturer narrative:
The reported events were high pacing threshold and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. The reported event of high pacing threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead. During the revision procedure, the lead helix could not extend after retraction. The lead was explanted on (B)(6) 2025. No adverse patient consequences were reported.